Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (599 mg/dl). An insulin injection was administered to address bg. The customer reset the pump to resolve the issue and resumed insulin therapy.